Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3 of the initial medwatch, the information was inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the pin screwed and glued to the el-connector being loosened and came off by stress caused by assembling the el-cord connector etcetera (etc.) Or applying impact. The event can be detected by following the instructions for use (IFU) section: reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures 3.4 leakage testing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers allegation was confirmed. The device evaluation found the following: the electrical connector was missing a locking pin, the device is unable to complete leak test due to a missing locking pin, the distal end plastic complete video had deep dents and scratches, the bending section cover rubber glue was cracked, the objective lens had worn glue, the light guide lens had worn glue, switch 1 was cut, the nozzle had worn glue, the insertion tube boot was cut with a minor dent and scratches, the control body had scratches on the grip near the biopsy port and missing the red ring and the suction cover logo, the light guide tube had minor scratches, the angulation was out of specification, the control knob had play, and the production label was peeling. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the allegation cannot be confirmed. No other information is available at this time. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
It was reported to olympus that the evis exera ii gastrointestinal videoscope had a reprocessing issue. The cover cap has a little tooth that was missing from the scope. There were no reports of patient or user harm associated with this event.